Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the programmer was unable to boot up. Analysis reseated the low voltage differential signaling (lvds) board as preventative. The hard drive was reconfigured and reloaded its software as preventative. Programmer failed emergency button test. Replaced emergency board. Printer drawer was stuck, it was replaced. Stylus was missing. Added and calibrated stylus. Device passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.